Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction alarm was cleared, but then reoccurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 140-182 mg/dl.